Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of theat produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 05/02/1998. On 05/03/1998, blood was noted in the tubing and the iab was removed. No second iab was inserted. The following was reported to datascope on 06/10/1998: there was also poor iab augmentation. There was no pt injury or complication as a result of the event on 05/01/1998. Another iab was not inserted into the pt. The pt was improving after the event. (Event complications): none from the event - reported 05/06/1998, 06/10/1998. (Pt's current status): improving - reported 06/10/1998.